Manufacturer narrative:
According to available information, this lead remains implanted and in service. No further information is expected regarding this event, therefore this investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that post implant procedure, this right ventricular lead dislodged. It was thought this lead dislodged during the removal of the lead from the external pacemaker system. A revision procedure was performed. This lead was successfully repositioned. No adverse patient effects were reported.